Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did report to receive medical intervention and received chemotherapy and radiation in 2019 and was hospitalized for 6-8 weeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer, difficulty breathing and nasal/throat irritation. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information was provided in section d4. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. Additional information was received and section b5 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer, difficulty breathing and nasal/throat irritation. The patient alleges that the device will not turn on and does not function. The patient did report to receive medical intervention and received chemotherapy and radiation in 2019 and was hospitalized for 6-8 weeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) g3 and h6 was updated to reflect the new information.

Manufacturer narrative:
Additional information was received on oct 15, 2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer, difficulty breathing and nasal/throat irritation. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed unknown oily contamination on flip lid assembly. Unknown oily contamination on top of humidifier enclosure. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seal. Possible insect infestation inside water tank. Unknown white and brown dust-like contamination in the iso port (international organization of standardization). Also, unknown build of material on bottom of iso port. (International organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.